Event description:
Towards the end of the procedure, it was noticed that there were several large air bubbles in the side arm of the sheath. The operator removed the cryoablation catheter, re-prepared and flushed it before re-inserting it into the patient. No adverse event occurred.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the shaft was intact with no apparent issues. The reported issue has been confirmed through testing; air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.